Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that after troubleshooting the water purification module (wpm), falsely elevated carbon dioxide (co2) results were obtained on five patient samples on a dimension vista 1500 instrument. Siemens remotely assisted the customer and placed the correct wpm filter in place; emptied the tank and refilled it, primed the probes; ran quality control (qc) for all water quality sensitive assays, which recovered acceptably. Siemens reviewed the instrument data and determined that calibration and qc were acceptable; observed wpm q-gard polishing pack was not in place, wpm rejection was less than set point and wpm low vacuum level errors. Siemens further evaluated the event and concluded that the water quality issue potentially contributed to the falsely elevated co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
After troubleshooting the water purification module (wpm), the customer reported that falsely elevated carbon dioxide (co2) results were obtained on five patient samples on a dimension vista 1500 instrument. Out of five samples, one patient sample was repeated in duplicate on an original instrument and similar results were obtained. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument. The repeat results recovered lower than the erroneous results and matched the patient¿s histories. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.